Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Sample 1 from the patient was collected on (B)(6)2021 and tested on quidel antigen test which resulted in sars-cov-2 not detected (unknown if reported to physician). A second sample was collected on (B)(6) 2021 and tested on xpert xpress sars-cov-2 which resulted in sars-cov-2 positive (not reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. It was noted that testing was performed on the patient without suspicion of covid-19. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Review of the initial test data provided by the customer noted normal sample process controls (spc) amplification and endpoint fluorescence (epf). Review of the repeat test data also noted normal spc amplification. The likely root cause is sample with viral rna at or below the limit of detection. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. The xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Sample 1 from the patient was collected on (B)(6)2021 and tested on quidel antigen test which resulted in sars-cov-2 not detected (unknown if reported to physician). A second sample was collected on 01-dec-2021 and tested on xpert xpress sars-cov-2 which resulted in sars-cov-2 positive (not reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.